Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep replaced the sram. The system was tested and is operating as intended.

Event description:
The customer reported that there was an error message on the 9600 system. No pt injury was reported.